Event description:
It was reported to depuy acromed that a doc screw broke during insertion. According to the complainant, the screw head splayed during insertion and one flange broke off. The broken flange was retrieved without incident. The surgeon then tried to manipulate the screw and another flange broke off and the broken flange was retrieved without incident. The surgeon then decided to remove the last two flanges. The surgeon decided that the screw was secure and it remains implanted. There was a 10 minute delay in surgery time and there were no adverse consequences to the patient. The screw was not returned for evaluation as it remains implanted. The lot number was not reported by the complainant so no further evaluation could be performed. A definitive cause of the event cannot be determined. Events of this type are typically caused by excessive force. Due to the small size of these screws, caution should be taken not to use excessive force during insertion of the screws. No further action can be taken at this time.